Manufacturer narrative:
Final device analysis revealed motor gear shaft wear.

Event description:
The hcp reported that the pt's pump was nearing end of battery life. No pt symptoms were reported. No device troubleshooting was performed. The pt's pump was explanted and replaced. The pt recovered without sequela. The pt's pump contained baclofen 2000 mcg/ml at a dose of 400 mcg/day.